Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the hemoglobin reading was drifting. This occurred even after the perfusionist corrected it. The device was not changed out, as the customer monitored the other levels to complete surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Issue has occurred in the last couple of cases. Exact dates are unk.